Event description:
(B)(6) 2025 - we were notified of a patient who had a capsule "stuck in their colon. Capsule was placed in (B)(6) 2024, after preps and colonoscopy he required surgery but by surgeon's recommendation he could not have procedure done until (B)(6) capsule was retrieved and sent for review." Frm-0089c capsule incident questionnaire was sent to the customer to gather additional information. The video wa. Successfully uploaded into capsocloud. Several emails were sent to the customer requesting the completed form, on the following dates 4/22/2025, 4/22/2025, 4/24/2025. 4/28/2025 & 4/30/2025. To date no response has been received from the customer.

Manufacturer narrative:
(B)(6) 2025 - we were notified of a patient who had a capsule "stuck in their colon. Capsule was placed in (B)(6) 2024, after preps and colonoscopy he required surgery but by surgeon's recommendation he could not have procedure done until february. Capsule was retrieved and sent for review." Frm-0089c capsule incident questionnaire was sent to the customer to gather additional information. The video was successfully uploaded into capsocloud. Several emails were sent to the customer requesting the completed form, on the following dates 4/22/2025, 4/22/2025, 4/24/2025. 4/28/2025 & 4/30/2025. To date no response has been received from the customer.

Event description:
(B)(6) 2025 - we were notified of a patient who had a capsule "stuck in their colon. Capsule was placed in (B)(6) 2024, after preps and colonoscopy he required surgery but by surgeon's recommendation he could not have procedure done until february. Capsule was retrieved and sent for review." Frm-0089c capsule incident questionnaire was sent to the customer to gather additional information. The video was successfully uploaded into capsocloud. Several emails were sent to the customer requesting the completed form, on the following dates (B)(6) 2025. (B)(6) 2025 - frm-0089c was received stating that the patient had a "previous surgery in 2005 and even though the patient told them no ibd, it was possible in retrospective". The form also stated that since the patient's anemia persisted, they did the capsule procedure which got retained, the patient reported no pain for months and finally had a small bowel resection with capsule removal on (B)(6) 2025 and possible crohn's was found. Since the cause of the retention has been determined and no further action will be required this complaint is considered closed

Manufacturer narrative:
(B)(6) 2025 - we were notified of a patient who had a capsule "stuck in their colon. Capsule was placed in october 2024, after preps and colonoscopy he required surgery but by surgeon's recommendation he could not have procedure done until february. Capsule was retrieved and sent for review." Frm-0089c capsule incident questionnaire was sent to the customer to gather additional information. The video was successfully uploaded into capsocloud. Several emails were sent to the customer requesting the completed form, on the following dates (B)(6) 2025. (B)(6) 2025 - frm-0089c was received stating that the patient had a "previous surgery in 2005 and even though the patient told them no ibd, it was possible in retrospective". The form also stated that since the patient's anemia persisted, they did the capsule procedure which got retained, the patient reported no pain for months and finally had a small bowel resection with capsule removal on (B)(6) 2025 and possible crohn's was found. Since the cause of the retention has been determined and no further action will be required this complaint is considered closed